Manufacturer narrative:
Submit date: 03/24/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that while in use on a patient, the guide wire was not able to be removed.

Manufacturer narrative:
Three decontaminated samples without the original package or lot number were received for evaluation. The condition reported was not confirmed. The device history record file was reviewed indicating that the product was released meeting all quality standard requirements. The most likely root cause indicates that this issue could occur due to inadequate use of the product. The tube was not filled with enough water (10 cc) to remove the stylet smoothly. Feeding tubes should be flushed frequently to prevent clogging that may cause the medication and nutrition accumulation through the tube. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.